Event description:
Meter name: one touch basic original. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: weak. The pt reported that the pt was unable to get results from the pt's meter. The meter allegedly was powering off during use. There was no result obtained from the meter. There were no results reported from any other source. There was no comparison between the pt's meter and any other device. Treatment was unknown. No further info has been reported.